Event description:
On 2015-12-30, additional information was received from the company representative. It was reported that the dates of the following events are estimates. The patient reportedly experienced withdrawal symptoms in early (B)(6) 2015, the catheter twisting was identified during the revision on (B)(6) 2015. The hcp suspected that the catheter twisting was due to the pump not being secured in the pocket. The sutures that held the pump in place were no longer attached to the fascia, when the hcp opened up the pocket. It was the 8596sc that was reportedly twisted and the spinal segment of the 8731sc was working fine. The hcp had good csf flow back from the spinal segment, and once the pump segment was untwisted, it was tested by flushing preservative free saline and it was working as it should. The hcp then connected the two pieces and used a dacron pouch to ensure the pump does not flip again.

Manufacturer narrative:
Concomitant medical products product ID: 8596sc, lot# 0207653384, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal hydromorphone (12.0 mg/ml, 10.874 mg/day), bupivacaine (30.0 mg/ml, 19.417 mg/day), and clonidine (40.0 mcg/ml, 38.834 mcg/day) via an implantable infusion pump. The personal therapy manager (ptm) was programmed at 2% of baseline, with a max of 6 activations per day and the drug mixture was referred to as a "pain cocktail". The indication for use was not noted. On an unknown date, the patient experienced withdrawal symptoms. On (B)(6) 2015, it was reported that x-rays showed twisting of the catheter. It was unknown if the reported withdrawal symptoms were a sudden or a gradual change in therapy. The hcp reportedly may perform a dye study; however it was not clear if one had been performed. It was also noted that the surgeon was not very experienced. A catheter revision was planned for (B)(6) 2015 and then was rescheduled for (B)(6) 2015. Additional information was requested regarding the event date, a potential cause and which catheter the catheter twisting occurred on. Should additional information become available, a follow-up will be submitted.